Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the customer reported issue was confirmed. Inspection found unit failed to display good ultrasound image. The probe body was found with kink . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of fluid invasion , possible chemical damage, cap was left off and black no image issue. The issue found during reprocessing. There was no patient harm or injury reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The ultrasound medium had leaked from a hole in the sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation did not establish a root cause for the damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿¿ never push or pull the ultrasonic probe with excessive force or withdraw it into the bending section of the endoscope during probe rotation (real-time mode). Manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it. ¿ do not attempt probe rotation while the ultrasonic probe is advanced abruptly. This could result in image flow and impeded or cause irregular rotation.¿ olympus will continue to monitor field performance for this device.